Event description:
It was reported that balloon rupture occurred. The lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx100mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon burst while blowing it inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the lesion was located in the severely tortuous artery. The balloon ruptured upon second inflation at 6 atmospheres.

Manufacturer narrative:
D4: lot number corrected from 0033070601 to 0033454921. Device evaluated by MFR: the sterling was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 45mm from the tip and is approximately 19mm long. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx100mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon burst while blowing it inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.